Event description:
The field service representative (fsr) observed an error message after a software update was completed on the architect I 1000sr processing modules. While restarting the scc, a bios message ¿no operating system¿ appeared. The fsr had to reinstall windows 10 and then the architect software version 9.55 to resolve the issue. During this time, the architect ci4100 processing module was not able to process any patient samples from the emergency room. The samples were sent to another laboratory that was an hour away which caused the delay of nt-pro bnp test result on an 80-year-old male patient. The following information was provided: case 2 (80-year-old male): no specified clinical information. (B)(6) 2024 sample for nt-pro bnp received at 6:44 am nt-pro bnp result reported at 12 pm with a value of 2548.1. Update: on (B)(6) 2024, the customer provided the following information: case 2 (sid (B)(6)). The customer's instrument was down from (B)(6) 2024. The customer has two other architect analyzers but it was located at another site which was 1.5 hours away. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of the instrument service history, complaint trending review, device history record review, and labeling review. An instrument service history review identified no contributing factors to the current complaint and there were no additional tickets documenting a delay in reporting patient results. A review of tracking and trending of the clinical chemistry systems found no similar issues of delays of results associated with the architect analyzers. The device history record was reviewed, and no non-conformances or deviations was identified. Labeling was reviewed and found to be adequate. A review of this issue, a delay in processing emergency room patient samples, determined the incident was caused by use error and not a malfunction of the architect i1000sr analyzer serial number (B)(6) since the field service representative was onsite to troubleshoot instrument errors and the instrument was not processing samples. Based on the investigation, no systemic issue or deficiency was identified. The architect i1000sr processing module serial number (B)(6) is performing as expected.

Event description:
The field service representative (fsr) observed an error message after a software update was completed on the architect I 1000sr processing modules. While restarting the scc, a bios message ¿no operating system¿ appeared. The fsr had to reinstall windows 10 and then the architect software version 9.55 to resolve the issue. During this time, the architect ci4100 processing module was not able to process any patient samples from the emergency room. The samples were sent to another laboratory that was an hour away which caused the delay of nt-pro bnp test result on an 80-year-old male patient. The following information was provided: case 2 (80-year-old male): no specified clinical information. (B)(6) 2024 sample for nt-pro bnp received at 6:44 am. Nt-pro bnp result reported at 12 pm with a value of 2548.1. Update: on 21may2024, the customer provided the following information: case 2 (sid (B)(6)). The customer's instrument was down from (B)(6) 2024. The customer has two other architect analyzers but it was located at another site which was 1.5 hours away. There was no impact to patient management reported.

Manufacturer narrative:
Section a1-patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.